Manufacturer narrative:
Product analysis: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
There were no issues noted during deployment, but hemostasis was not achieved with a 6f angio-seal sts plus. Manual compression was applied to achieve hemostasis. One day after intervention, the patient had a pseudoaneurysm. Manual compression was applied to achieve hemostasis. It was reported that the patient's hospitalization was extended to about 10 days due to the event.